Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a nephrectomy. Two thunderbeat devices were used for the case. The subject device in this report is the second device. The first device kept alarming short circuit error and was changed to the second device. The tissue pad of the second device was partially peeled. The procedure was completed using a similar device. There were no patient injury reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. (Omsc) obtained. The two tb-0535fcs as the subject devices were returned to olympus medical systems corp. (Omsc) for evaluation. As a result of the evaluation on (B)(6) 2016, omsc confirmed followings. For the first device: the tissue pad was severely worn. The coating on the outer surface of the jaw was worn and partially came off. The manufacturing record was reviewed with no irregularities. For the second device: the tissue pad was worn and partially peeled. The coating on the outer surface of the jaw was worn and partially came off. The manufacturing record was reviewed with no irregularities. This is the report regarding the tissue pad damage of the second device. Each report regarding other 3 individual events is going to be submitted separately. This type of tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad damage occurred by following mechanism. The tissue pad was worn and partially peeled due to activating output in seal & cut mode while the grasping section is closed without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.